Event description:
Information was received indicating that this ambulatory infusion pump exhibited over infusion. It was not specified whether or not this occurred during infusion or interrupted therapy. The pump was serviced internally, and it was found that the pump delivered within the pump's published specifications. It was also noted that the pump failed an occlusion alarm test due to a defective downstream occlusion sensor. No adverse patient effects were reported.